Manufacturer narrative:
B3: event date - this event occurred on an unspecified date in august 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set with duo-vent spike experienced a connection issue (unable to connect). This issue was described as, ¿the leur lock that is supposed to twist onto the patients piv - peripheral IV does not move¿ and ¿it is supposed to spin freely and it is immobile/ defective, no leak¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and a white part in the sleeve tab of the two-piece luer lock body was observed. The collar mobility was tested, and it was glued with solvent. The collar could not move. The reported condition was verified. The cause was determined to be from excess solvent during the automated assembly of the tubing and the male luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.